Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl, nor did the continuous glucose monitor read "high." The customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin.